Event description:
Report for pt 3 of 3: 1.3 inr with protime system, lot number g7kwc067-p1 vs. 2.0 inr protime system, with unspecified lot number vs. 2.0 with unspecified reference lab system. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Complaint confirmed using retained cuvettes. This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures.